Event description:
It was reported that during a laparoscopic appendectomy procedure, the staples did not form properly, and then the device locked out. A second like device was opened and the same sequence of events happened; a third like device was opened and the same sequence of events occurred. The case was converted to open and completed. There was additional surgery time to the patient.